Event description:
Customer reported patient had scalp laceration. Stapling used as a method of closure. X1 staple inserted without problems. Stapler then on next activation placed x3 staples to wound, jamming staples on to patient's scalp. 1.5. Ml of 0.1% lidocaine infiltrated to wound. Staples were removed with wire cutter from scalp. Two staples from another stapler inserted without incident.